Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, discussed the inappropriate shock was delivered for oversensing a wandering subcutaneous electrocardiogram (s-ECG) baseline and railing top to bottom noise. Ts recommended understanding what patient was doing at the time, trying to recreate and recommended a chest x ray. Ts noted previous untreated episode with oversensing of noise in the secondary vector which was later reprogrammed to the primary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.